Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately last few months from date manufacturer was made aware.

Event description:
It was reported that patients implantable pulse generator (ipg) will take longer to charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return.